Event description:
It was reported that the patient's artificial urinary sphincter (aus) had been functioning fine up until a 3 weeks ago when he returned to baseline incontinence. The patient had the pressure regulating balloon (prb) explanted and there was a noticeable tear. A new prb was placed and the system is functioning which was confirmed with cystoscopy. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Additional information description of event or problem, implant date.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) had been functioning fine up until a 3 weeks ago when he returned to baseline incontinence. The patient had the pressure regulating balloon (prb) explanted and there was a noticeable tear. A new prb was placed and the system is functioning which was confirmed with cystoscopy. Boston scientific has been unable to obtain additional information regarding the circumstances. The artificial urinary sphincter failed on (B)(6) 2019, nine months after it was implanted. The artificial urinary sphincter failed on (B)(6) 2019, nine months after it was implanted.